Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the circumstances that led to the return of symptoms and the device being off was a change in activity level. They reported they received the replacement patient programmer and they were able to successfully adjust their therapy with it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a return of symptoms a couple of days ago. Yesterday the patient went to make an adjustment and increase stimulation because of the return of symptoms but the programmer button wasn't responding. During the call it was determined that the patient¿s stimulation was off. The patient¿s programmer stim on button was not responding when patient attempted to turn stimulation back on. No out of box failure was reported. Email sent to repair department and a replacement programmer sent to the patient. Relevant medical details given: patient mentioned she has a kidney stone in her left kidney and confirmed the kidney stone is not related to her stimulator. The patient received the programmer, sent the programmer back, but the complaint was not verified and the old programmer worked as expected. No further complications were reported or are anticipated.